Manufacturer narrative:
(B)(4). Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#(B)(4)).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. The following information was provided by the initial reporter and translated to english: the customer stated "when the blood collection teacher used a straight needle to collect blood, the third blood collection tube was extubated, and blood leakage occurred again. Due to the frequent occurrence of blood leakage incidents, the hospital has paid great attention to it, they are afraid that frequent blood leakage will cause nurses to easily contract blood diseases. Secondly, blood collection operators and blood collection departments have been complained many times."